Manufacturer narrative:
The fractured screw was returned to sybron implant solutions (B)(4) for evaluation. A visual inspection indicated that the screw met product specifications and that the fracture was due to overstressing, which was possibly a result of bruxism. This is not a product failure.

Event description:
On july 14, 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.